Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measured approximately 19.82mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. No non-conformance's were identified to be related to this complaint. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the force bipolar was gripping tissue when a piece of the cable snapped off. The customer was able to retrieve the piece of cable and pull the unit out through the trocar sleeve. A fragment fell into the patient and was retrieved during the same procedure. The unit was passed off, and the tip then had an enzymatic cleaning bulb attached that contained the piece of cable. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed at the time of the device breaking was grasping the omentum. It is unknown what the surgeon believed was the cause of the instrument breakage. The instrument had been in use for 20 minutes when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the procedure until the time it failed. The instrument did not collide with any other hard material or other instruments. The fragment did not fall inside the patient due to an instrument tip or accessory collision. The instrument was straightened before it was removed from the cannula, and there was no resistance upon removal. No damage to the cannula was noted. The only damage observed was where the cable had broken off. The fragment was retrieved using a laparoscopic maryland; all fragments were removed. The cable was matched up to the device, confirming all pieces were accounted for. No additional procedures were required to remove the fragment, and no tests were performed. The procedure was completed robotically. The patient has not returned to the hospital due to any post-surgical complications. The instrument was sent back with the fragment. There were no photos or videos available for review.